Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation. Additionally, two attempts of contact with the dentist were performed, in order to obtain the missing information about lot number, but without success.

Event description:
(B)(4)¿ the dentist reported that after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, the patient presented bone type ii.